Manufacturer narrative:
(B)(4): evaluation results: (inaccurate placement).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a left iliac aneurysm. There was no abdominal aneurysm. The pt was being treated for a left iliac aneurysm (size unk). The left hypogastric artery was chronically occluded prior to the procedure. A bifurcated stent graft was placed for treatment of the left iliac aneurysm. The physician applied forward pressure on the delivery system while deploying the stent graft because they wanted to deploy at the renals. The stent graft moved up and covered the left renal. They pulled it down with a balloon successfully, but it was still partially covering the renal. The renal artery was then stented successfully. The physician then deployed the contralateral limb and another tapered limb that sealed down into the external artery. The aorta and iliacs looked good except for a small left iliac transgraft leak where the iliac aneurysm was. The following night the pt had a drop in blood pressure. The stent graft looked good with no endoleak or rupture in aorta or iliacs. It was determined that the bleeding was from the right internal jugular site. There was venous blood in the chest. A vessel must have been punctured when the anesthesiologist put in the internal jugular. A chest tube was placed and the chest was drained. No additional clinical sequelae were reported, and the pt is fine.